Manufacturer narrative:
(B)(4). Batch #: p91t6n. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. In addition, when the device was disassembled and it was found that the closure indicator was broken and not making contact with the moving trigger. A batch history record review; protocol or/and nc were created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It was reported that during the procedure and use of the harmonic hd10001, the nurse gets an error on the screen. After the error the hd1000i doesn¿t work anymore and they continue the procedure with a bipolar device. The rest of the procedure did by bipolar surgery.